Event description:
It was reported that the user experienced an occlusion when using an ilet system with an inset infusion set, and they replaced all infusion supplies in response; an additional alert occurred after the complete supply change. Investigation included customer service troubleshooting and education focused on occlusion resolution and proper supply replacement. Investigation of this case revealed an occlusion consistent with insulin flow obstruction associated with the infusion set, which resolved after changing supplies. Symptoms included interruption of insulin delivery consistent with an occlusion event. Outcomes included temporary disruption of therapy without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related occlusion.